Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys t4 assay (t4). It is not known if erroneous results were reported outside of the laboratory. The customer complained that there were "huge deviations" for 1 sample tested for t4. No actual comparison data was provided. One result of 24.86 ug/dl was provided. It is not known if this was an initial result or a repeat result. There was no allegation that an adverse event occurred. The instrument type and serial number was not provided. The customer later provided quality control (qc) results which indicated that the t4 reagent expired on 01/31/2017. No further information was provided by the customer. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Since no additional information was provided, the investigation could not be completed.